Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending(lad) artery with moderate calcification and heavy tortuosity. A 3.00 x 12mm nc traveler balloon dilatation catheter(bdc) was attempted to be advanced to the target lesion; however the balloon failed to cross the lesion due to the anatomy. Then resistance was felt upon removal of the bdc due to anatomical challenges. The target lesion was treated with an unspecified non-abbott bdc. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.